Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. They reported that about ten years ago, the device was not working to relieve the pain in their bladder, so they had the device removed. They confirmed they had a bladder stimulator but could not provide any additional information. They "recently" had an x-ray for kidney stones and the x-ray showed the lead was still in place. They had not known the lead was left behind; they thought everything had been removed. They also reported their two inss had not lasted long. They were removed maybe 2009, they could not remember the date, and noted the lead was still there.